Event description:
The customer reported an issue where the insulin pump's gauge displayed a different amount than expected, with the fill estimate being static at 85 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the customer that this issue can occur due to variance in measured pressures and explained that once the insulin amount matches the static display, it would resume normal countdown. The customer understood and acknowledged this information.